Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the sutures of the proglide device did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. The patient developed a hematoma. Additional manual compression was applied for almost an hour to treat the hematoma and a compressive bandage was applied. There was a reported clinically significant delay in the procedure. The patient required an overnight stay in the hospital. Once at home, the patient started bleeding and had to return to the hospital. The patient received a blood transfusion and was hospitalized for 4 days. The patient returned home after the hospitalization and is reportedly "doing well". No additional information was provided.